Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The user facility reported that the complaint item was discarded during the revision surgery. The warnings in the package insert state this type of event can occur. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Discarded.

Event description:
It is reported the part was implanted in (B)(6) 2015 during a craniotomy. On (B)(6) 2015, the part was explanted due to a skin infection that did not respond to antibiotic treatment.